Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary encountered an issue where multiple drawers/pockets were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located not did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 in the auxiliary 7 was not releasing well and sticked at the point of row e. A field service engineer (fse) removed the drawer and found that the ball bearing cages of both slide rails were damaged, so these were replaced. The field service engineer also discovered that the retractor band assembly had snapped off at the back panel on the pyxibus controller module side and replaced that component as well. The fse then used the hardware test application to eject all full-height drawer pockets from all such drawers and removed tray medication and then tested the drawer in the hardware test application, and the customer verified its functionality using the bd application. The system functioned as intended after the field service engineer repaired the device.